Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered a diaphragmatic paralysis. A diaphragmatic nerve palsy occurred. Timing when complaints occurred was two hours after using the catheter. Diaphragmatic nerve palsy was not improved by the time of the end of the procedure. The physician's opinion on the relationship between the event and the product was that after confirmation of twitching by pace of 10v, there was no response in the diaphragm. There is a possibility that the ablation site was slightly shifted, or cf was weak during pacing. There were no abnormalities observed prior to and during use of the product. Additional information was received. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that it was not related with bw product. The physician commented that although twitching was confirmed with 10v pacing during the procedure and confirmed there was no diaphragmatic reaction observed, the ablation position might have been slightly shifted or cf might have been weak during the pacing. During the ablation for svc isolation, phrenic nerve palsy was confirmed under fluoroscopy. The patient had no symptoms and being followed up.

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 10-jan-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered a diaphragmatic paralysis. The device evaluation was completed on (B)(6)2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).